Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while wearing the infusion set. The patient experienced elevated blood glucose levels ranging from 350 mg/dl-530 mg/dl. The patient attempted to administer a correction bolus of 10 i.u, however, the infusion device displayed an occlusion error. While changing the infusion set it was determined that the soft cannula was bent. The patient changed the infusion set three times with no success; his blood glucose level continued to increase. The patient's son transported him to the hospital. The blood glucose results obtained at the hospital were not provided. The patient was diagnosed with ketosis and was treated with an insulin infusion. The patient was hospitalized from (B)(6) 2019.